Event description:
Pt underwent thoracentesis on june 14, 15, 1996. CT scan on june 18 showed foreign body in the pleural space which was a segment of the thoracentesis catheter. Catheter tip removed by interventional radiology procedure on 06/19/97.